Event description:
It was reported per medwatch mw5106781, spontaneous call from patient reporting 2 cassettes last night gave them the error message of no disposable. This happened on both pumps. They mixed a new cassette and pump has been running fine since 7:30 pm last night. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.